Event description:
A (B)(6) female patient with a pneumothorax underwent repositioning of current chest tube in the patient's left lung. The physician checked couple days after placement and noticed the hub was separating from the catheter on (B)(6) 2013. The chest tube was removed over a wire and replaced. The defect had the potential to cause tracheal deviation/shift.

Manufacturer narrative:
Additional device info: expiration - unknown as lot is unknown. (B)(4). Unknown as lot is unknown. Event evaluation: still under investigation.